Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site due to the placement of the ipg and patients thin skin. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned. No device malfunction suspected.